Manufacturer narrative:
Additional information: the reported event was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility, a bolt of the device was identified to have broken off. No patient involvement or procedural delays were associated with this event.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility a bolt of the device was identified to have broken off. No patient involvement or procedural delays were associated with this event.